Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window and a missing retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the top clear part of the reservoir compartment was broken. The customer's blood glucose reading was 15.8 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced and to return their product back for analysis.